Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "internal comm failure 1472" and "internal comm failure 1474" messages. Complainant indicated that the clinician manually gave breaths to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device code). The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing including full ventilation testing without duplicating a malfunction to the device. Review of the logs showed several high priority alarm errors that would have prevented the device from functioning as described. Error alarms 1472 and 1474 are communication related errors with the smart pneumatic module board. Error 1472 occurs when the device is no longer able to communicate with the smart pneumatic module board and 1474 occurs the device fails its cyclic check with the smart pneumatic module board. It cannot be determine what caused the communication error, the smart pneumatic module board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that the clinician manually gave breaths to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.